Event description:
Per sales rep the surgeon placed the screw and didn't like how the screw was sitting in the plate so he went to remove the screw and the head of the screw snapped off. The surgeon attached the plate at other fixation points and finished the case.

Manufacturer narrative:
Investigation in process but not yet complete.